Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2014 with the following findings: contamination was found on the up and down button contacts. Additionally, the pump booted to a dim and discolored display screen. A test screen was used to replace the dim display screen and functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed contamination on the keypad and a dim and discolored display screen. This report is made based on results of investigation completed on 04/24/2014.